Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation changed following a motor vehicle accident. Images taken revealed the lead was flipped over. Diagnostics revealed high impedance values. The patient's lead was explanted and replaced with a different model which resolved the issue.